Event description:
It was reported that the user accidentally entered a duplicate lunch meal announcement in short succession, after which the user experienced low glucose with a sensor reading of 56 mg/dl. The user treated the low with oral glucose and glucose levels began to rise during the call. Symptoms included hypoglycemia and sleepiness/ drowsiness. Outcomes included transient low glucose that improved with self-treatment and ongoing home monitoring, with no hospitalization. Investigation included case intake, review of reported glucose values, counseling on hypoglycemia treatment, and education on checking the device¿s meal history to verify duplicate meal announcements. Investigation of this case revealed user-related accidental duplicate meal announcement, with the device and its components performing as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.